Manufacturer narrative:
Other: fragment remaining in patient body. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracolumbar fusion at t11-pelvis due to spinal instability. Intra-op, the tip of the feeler probe broke off and was retained in the patient when the surgeon was probing the tract that he created for placement of an iliac screw using the feeler probe. Patient symptoms or complications as a result of this event were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No revision surgery planned to remove the remaining fragment of probe from patient body.